Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data:d8, h2, h3, h6 the device was returned to olympus for inspection, and the reportable malfunction was confirmed. Additionally, an unrelated malfunction was identified: there was no image displayed after aeration. Based on the results of the investigation, both issues were attributed to electrical component problem and it was caused by component problem. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional customer information.

Event description:
It was reported that the bronchovideoscope, when plugged in showed the scope communication error code b30. The issue occurred during a therapeutic bronchoscopy procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.